Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device.

Event description:
The customer reported false positive result with the ID now covid-19 2.0 assay for a patient performed on (B)(6) 2023. Confirmation testing was performed using pcr on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
PMA/510k: this report is being filed on an international product, list number 192-000jthat has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Device evaluated by MFR: device discarded, single use device.

Event description:
The customer reported false positive result with the ID now covid-19 2.0 assay for a patient performed on (B)(6) 2023. Confirmation testing was performed using pcr on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.